Manufacturer narrative:
This product, is distributed outside of the us. However, it is similar to the us distributed drug-eluting stents. This is one of three products involved with the reported event. The associated MFR reported numbers are 9616099-2007-01216. 9616099-2007-01217. The products remain implanted in the pt thus unavailable for analysis. A device history record review of the involved lots was unable to be conducted due to unavailable sterile lot numbers. Restenosis is a known potential adverse event post coronary stenting associated with the progression of cardiovascular disease. The pt's medical history and reported non-compliance with drug therapy may have contributed to the reported event. The reported stent fracture in this case was associated with the length of the lesion treated, overlapping stents, and tortuousness of the lesion. There is no indication the reported events are design or mfg related. Add'l info will be submitted within 30 days of receipt.

Event description:
The pt presented with strut fractures of a 3.5 x 28 and a 3.5 x 23 cypher stent. In addition there was restenosis of the left coronary artery. A man with hyperlipidemia and diabetes suffered from acute myocardial infarction 2 years ago. Coronary angiography at that time revealed subtotal occlusion of the mid portion of the left anterior descending (lad) artery and the left circumflex artery (lcx), and severe stenosis in the proximal and mid segments of the right coronary artery (rca). The lad lesion was treated with balloon angioplasty and a 3.0 x 23mm cypher stent and the lcx was treated with balloon angioplasty and a 2.75 x 32mm taxus stent. The rca lesion was predilated, a 2.5 x 20mm conventional angioplasty balloon at 10 atm. After predilation, a 3.5 x 28mm and a 3.5 x 23 mm cypher were deployed in the mid and proximal portions of the rca and inflated at 14atm. The stents were overlapping. Final angiography showed well deployed stents and timi 3 distal flow without residual stenosis or dissection. Sometime after the index procedure, the pt suffered severe angina and underwent a coronary angiography. The pt was reported to be non-compliant with his medicine. The left coronary artery showed severe in-stent restenosis. It is unclear if the in-stent restenosis involved the cypher or taxus drug eluting stent. The right coronary artery showed complete strut fracture at two sites of the cypher stents. The pt was subsequently referred for coronary artery bypass surgery.